Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with an implanted stent occurred. There were two lesions identified. Lesion one was restenosis of another manufacturer's stent located from the branch of distal left circumflex (lcx) and posterolateral of lcx distal to posterior descending of lcx. Lesion two was 90% stenosed and located in the non-calcified and moderately tortuous distal of posterior descending of lcx. The distal of posterior descending of lcx was pre-dilated with another manufacturer's balloon catheter and intravascular ultrasound (ivus) was performed with this atlantis sr pro2 diagnostic catheter. The physician then deployed another manufacturer's 2.5x18mm stent at the distal of posterior descending of lcx. A guide wire was then inserted into the posterolateral of lcx and pre-dilation was performed. Ivus was then performed and another manufacturer's 3.0x24mm stent was implanted at distal of lcx. The stents were post-dilated using kissing balloon technique. The atlantis sr pro2 catheter was then advanced over another manufacturer's guide wire and placed into the deployed 2.5x18mm stent for post ivus. During pull back of the ivus catheter, resistance was noted, and the diagnostic catheter became stuck in the middle portion of the stent. The guide wire was removed from the patient and then the imaging core of the atlantis sr pro2 diagnostic catheter was removed. A 0.025" guide wire was attempted to be inserted through the catheter; however, the guide wire could not be advanced due to the positioning of another manufacturer's 7f guide catheter. Another manufacturer's guide wire was inserted and a 2.5mm apex balloon catheter was advanced; however, the balloon catheter could not advance through the guide catheter. A 2.25 apex was then attempted with the same result. Another manufacturer's 1.2mm balloon catheter was then able to advance to the ivus catheter freeing the atlantis sr pro2 catheter from the stent with the use of excessive force. The catheter was removed from the patient and the procedure was ended. This process extended the procedure by approximately 1.5 hours. The positioning of the implanted stent was not affected, the positioning was "good". No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The complaint device was returned for analysis without the hub, imaging core, and telescope assembly. Only the sheath assembly was received. An examination of the returned device found that the guide wire exit port was lifted 1.0mm. A guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. No kinks were observed along the returned sheath assembly. Full image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with an implanted stent occurred. There were two lesions identified. Lesion one was restenosis of another manufacturers' stent located from the branch of distal left circumflex (lcx) and posterolateral of lcx distal to posterior descending of lcx. Lesion two was 90% stenosed and located in the non-calcified and moderately tortuous distal of posterior descending of lcx. The distal of posterior descending of lcx was pre-dilated with another manufacturers' balloon catheter and intravascular ultrasound (ivus) was performed with this atlantis sr pro² diagnostic catheter. The physician then deployed another manufacturers' 2.5x18mm stent at the distal of posterior descending of lcx. A guide wire was then inserted into the posterolateral of lcx and pre-dilation was performed. Ivus was then performed and another manufacturers' 3.0x24mm stent was implanted at distal of lcx. The stents were post-dilated using kissing balloon technique. The atlantis sr pro² catheter was then advanced over another manufacturers' guide wire and placed into the deployed 2.5x18mm stent for post ivus. During pull back of the ivus catheter, resistance was noted, and the diagnostic catheter became stuck in the middle portion of the stent. The guide wire was removed from the patient and then the imaging core of the atlantis sr pro² diagnostic catheter was removed. A 0.025" guide wire was attempted to be inserted through the catheter; however, the guide wire could not be advanced due to the positioning of another manufacturers' 7f guide catheter. Another manufacturers' guide wire was inserted and a 2.5mm apex balloon catheter was advanced; however, the balloon catheter could not advance through the guide catheter. A 2.25 apex was then attempted with the same result. Another manufacturers' 1.2mm balloon catheter was then able to advance to the ivus catheter freeing the atlantis sr pro² catheter from the stent with the use of excessive force. The catheter was removed from the patient and the procedure was ended. This process extended the procedure by approximately 1.5 hours. The positioning of the implanted stent was not affected, the positioning was "good". No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).